Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received insulin flow block. The customer¿s blood glucose level was 410 mg/dl and 400 mg/dl and treated with manual injection. The customer declined troubleshooting for high blood glucose. The customer also reported serter issue and tape not sticking. Customer reports insulin exited. The device will not be returned for analysis.